Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an occlusion alarm while using an inset 23" infusion set, which resolved after a supply change and was accompanied by no reported blood glucose issues; the event aligns with an obstruction of flow associated with a connector/coupler component. No adverse clinical symptoms or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed deformation-related issues consistent with obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.